Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the clinical procedure that was to happen when the issue occurred completed as planned. The issue was intermittent, and the customer waited for the issue to resolve on its own before finishing the procedure. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and assessment of the system event logs identified a can connection error and a generator converter error. The fse replaced the converter and did relevant performance checks. After the converter was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.